Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that they received the ausab quantitation panel letter and inquired how to inform the physicians to determine which patients required ausab quantitation retesting. No serious injury was reported. There was no impact to patient management reported.